Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the patient scratched at the implant site and subsequently lead to implant extrusion (date not reported). The device was explanted under general anaesthetic on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on september 11, 2023.